Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor - will not power on) was confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to a shorted c1 capacitor on the computer/analog pca. Root cause: the root cause for the shorted c1 capacitor could not be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a monitor will not power up.